Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number thirteen states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report submitted march 15, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2011, due to recurrent dislocation. A contributing factor to the recurrent dislocation was the 'closed' positioning of the cup during the primary procedure. The -3 ceramic femoral head and acetabular liner were removed and replaced.